Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Concurrent conditions included abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe pain and discomfort / abdominal pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain") and rash ("excessive rashes"). The patient was treated with surgery (partial bilateral salpingectomy with essure coils on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, dyspareunia, back pain and rash had not resolved. The reporter considered abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality-safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Concurrent conditions included abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe pain and discomfort / abdominal pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and rash ("excessive rashes"). The patient was treated with surgery (partial bilateral salpingectomy with essure coils on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, back pain, dyspareunia and rash had not resolved. The reporter considered abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-may-2021: this case become serious incident. Mr received. Essure explant date, surgery, reporter information, patient's medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.